Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 19.3mmol/l. Troubleshooting was performed, the buttons were stuck and the numbers ramped up. Also, the scroll bar was not moving up or down without input from the customer. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. The device passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. Cracks to the case, reservoir tube lip, belt clip slot and damages to the lcd window noted.